Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v020895, implanted: (B)(4) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v013940, implanted: (B)(4) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4) implanted: (B)(6) 2007, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient.

Event description:
It was reported that there was a loss of therapeutic effect. The patient was in a nursing home and on the date of this report had started to experience tremors. It was noted that this had not happened ¿in years.¿ stimulation was confirmed on and ok for bilateral implants. There had been no falls or accidents noted. No interventions or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.